Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with a chipped and cracked front and left corner and cracked bottom case. Event log history was performed and indicated that motor not running error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the main board was knocked out of the grove on the extrusion and was the cause of the reported issue. Service installed the main board onto the extrusion grove to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate issues. No adverse effects were reported.